Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 33 mg/dl, 201 mg/dl. Tests were done within 10 minutes with a difference of 127%. Pt did not experience any adverse events. No further info has been reported. Note - customer not using control solution.